Event description:
The source of this report came from a registry and the following adverse event was found on review: the user facility reported that the patient had a mild spasm in the radial artery upon advancement of the 1.5 mm j wire. The patient was in stable condition. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 18 feb 2022: the procedure performed was a prostatic artery embolization (pae). There was no medication given to the patient. There were no other procedures performed to mitigate the issue. A large tr band was used after the procedure.